Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿postoperative pain.¿

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6), 2012. Subsequently, the patient alleged pain, clicking, fluid buildup, popping, locking up, and a fall. Additionally, the patient¿s physical therapist allegedly stated that the patient could only bend to eight percent. A total knee revision was performed on (B)(6), 2013.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-09221 & 2015-01034).

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2012. Subsequently, the patient alleged pain, clicking, fluid buildup, popping, locking up, and a fall. Additionally, the patient's physical therapist allegedly stated that the patient could only bend to eight percent. A total knee revision was performed on (B)(6) 2013. Additional information received in operative report noted patient was revised on (B)(6) 2013 due to arthrofibrosis, loss of range of motion and pain. Operative report noted swelling and redness during the revision procedure. All components were removed and replaced with a hinged knee system. Operative report further reported patient underwent aspiration procedures on (B)(6) 2012, (B)(6) 2013 due to pain, hemarthrosis, swelling, implant clicking and popping and difficulty ambulating. Additionally, operative report noted patient underwent manipulation procedures in (B)(6) 2012, (B)(6) 2013 due to pain, stiffness, swelling and loss of range of motion.